Event description:
It was reported that during procedure, there was resistance during advancement of the subject stent within the microcatheter, and the subject stent was difficult to deploy, requiring extensive manipulation to achieve acceptable positioning. Deployment malfunction was noticed after angiography revealed proximal foreshortening with incomplete expansion, resulting in a distinct fish-mouth configuration. In addition, proximal prolapse into the aneurysm sac was evident, necessitating the deployment of a second device and subsequent angioplasty to restore full wall apposition and ensure procedural safety. No clinical consequences were reported to the patient due to this event.